Event description:
Police officers responded to a cardiac arrest call at the jail, defibrillation electrodes were attached to the patient and the device was powered on . Reportedly the device indicated connect electrodes and use of the device was inhibited. A back up device was obtained and the defibrillation electrodes were replaced, the back up device was powered on and that device also indicated connect electrodes. The als provider arrived on scene and attached their device to the patient. The patient was resuscitated and transported to the hospital. The patient later died. The reporter stated he did not believe the patient's outcome was a result of device operation.